Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head connector was detached from the case. The issue was during preparation for use for an unknown procedure and it was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, that the camera head connector was detached from the case. The issue was during preparation for use for an unknown procedure and it was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was noted to be due to component failure a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.